Manufacturer narrative:
The hill-rom technician found the bed not zeroed prior to placing pt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician inserviced the account how to zero the scale to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located at the account on the 6th floor. There was no pt/user injury reported. (B)(4).